Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. This issue was previously reported on MDR 2518422-2024-07630.